Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and bone pain') in a (B)(6) year-old female patient who had essure (batch no. 774393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced musculoskeletal pain (seriousness criterion medically significant), tendonitis ("tendinitis"), tinnitus ("tinnitus"), fatigue ("chronic fatigue"), dizziness ("dizziness") and sleep disorder ("sleep disorder"), 6 years 10 months after insertion of essure. Essure treatment was not changed. At the time of the report, the musculoskeletal pain, tendonitis, tinnitus, fatigue, dizziness and sleep disorder outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, musculoskeletal pain, sleep disorder, tendonitis and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 01-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and bone pain') in a 53-year-old female patient who had essure (batch no. 774393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced musculoskeletal pain (seriousness criterion medically significant), tendonitis ("tendinitis"), tinnitus ("tinnitus"), fatigue ("chronic fatigue"), dizziness ("dizziness") and sleep disorder ("sleep disorder"), 6 years 10 months after insertion of essure. Essure treatment was not changed. At the time of the report, the musculoskeletal pain, tendonitis, tinnitus, fatigue, dizziness and sleep disorder outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, musculoskeletal pain, sleep disorder, tendonitis and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.